Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found no significant anomaly (a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc ,lot# serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-jul-2016, UDI#: (B)(4), device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1899.5942 mcg/day, bupivacaine 3 mg for a total dose of 2.84939 mg/day, and hydromorphone 3.7 mg for a total dose of 3.51425 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported an increase in cervical/neck pain and was requesting oral opioid medication. Oxycodone 5mg was prescribed on (B)(6) 2021. On (B)(6) 2021 the patient reported stiffness in their neck. The patient was provided physical therapy referral. On (B)(6) 2021 the cervical pain was "significantly impacting quality of life" but physical therapy helps. An additional physical therapy referral was placed. On (B)(6) 2021 the patient reported neck pain is more tolerable. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was intrathecal (it) medication reaction- inadequate pain relief. The event date was (B)(6) 2021. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. Other etiology noted inadequate pain relief corrected with oral medication. Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported the relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was no change in drug. It was noted there was tissue in the sutureless connector. It was noted there was too much tissue build up in the sutureless connector. It was noted the catheter was replaced instead of revised. It was noted that only the sutureless connector was replaced. No rotor or dye study were performed. The pump was replaced just for normal elective replacement indicator (eri). It was noted there was patient injury. It was noted the outcome was recovered without sequelae.